Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2205302 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 5f mynx control vascular closure device (vcd) started to come apart before inserting. Another device was used, and the same thing happened. The devices did not go into the patient. A third mynx was opened with a different lot number and was successful. There was no reported patient injury. The device was used in a diagnostic case. The user was trained to the device. The device as prepped according to instructions for use (IFU) and was opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The attached image shows the distal end of a mynx control vascular closure device. The device is exposed to blood. The sealant sleeves appear to be frayed. The sealant is contained in the sealant sleeves exposed to blood. Both devices will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. This report is related to report # 3004939290-2022-02687. As reported, the tip of a 5f mynx control vascular closure device (vcd) started to come apart before inserting. Another device was used, and the same thing happened. The devices did not go into the patient. A third mynx was opened with a different lot number and was successful. There was no reported patient injury. The device was used in a diagnostic case. The user was trained to the device. The device as prepped according to instructions for use (IFU) and was opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. (B)(6) the product was not returned for analysis; however, a picture was received for evaluation. Review of the picture shows the distal end of a mynx control vascular closure device in which the atraumatic tip appears to be free of damage. There is no frayed, split, or torn in the atraumatic tip observed. It appears that the balloon is exposed to blood and fully deflated. The sealant appears to be exposed to blood and swells. The sealant sleeve assembly appears to be kinked/bent and slightly opened which may have been attributed to the swelled sealant. The condition of the device in the provided picture indicated that the device may have been inserted into an existing procedure sheath during the procedure, which may have caused the kinks and damages in the sealant sleeve assembly. A product history record (phr) review of lot f2205302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(6) the product was not returned for analysis. A product history record (phr) review of lot f2205302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control atraumatic tip frayed/split/torn¿ was not confirmed as the products were not returned for analysis. However, visual inspection of the picture revealed that the sealant sleeve assembly was kinked/bent, which may have been what the customer was referring to. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the reported events. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported events experienced by the customer are related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
There is no additional information received or changes made to this report. This report was generated an error and due to the system's limitation this report is being submitted.